Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the cause of the ins turning off was determined. The patient was on high dose stimulation 500hz/500pw and they weren't charging as often as needed. The patient would let the ins get low, and they would lose stimulation. The patient would then charge it up. The patient didn't know why the programmer was displaying a "big battery picture" which is known for low/discharged. The patient was instructed to charge more frequently and to keep a closer eye on the ins status. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient¿s battery had turned off for 3-4 hours a few times. The rep stated that they would see the patient in office on (B)(6) 2017. No symptoms were reported. No further complications were reported. Follow-up was to be conducted upon completion of the appointment with the representative.